Manufacturer narrative:
No button error alarm. Insulin pump received with intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 200 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.